Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the valve operates within the accepted tolerance in the vertical position. Internal inspection: after dismantling of the valve, no deposits were found in the shuntassistant 2.0. Results: based on our examination results, we cannot determine any malfunction of the valve at the time of our examination. At the time of the examination, we were unable to determine how the mentioned functional impairment occurred. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that a shuntassistant 2.0 (part # fx103t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the valve was believed to be operating in overdrainage. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6), height: 105 centimeters (cm), weight: (B)(6) (kg), gender: female.